Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient received an m31 air detected in cassette warning during fill 2/6. The patient contact stated that there wasn¿t any air in the lines. The patient was advised to discontinue the use of their cycler. After the patient contact removed the cassette it was noted that fluid had leaked inside of the cassette door area. Upon follow up with the peritoneal dialysis nurse (pdrn) it was confirmed that the patient reverted to manual exchanges to complete treatment. Additionally, the pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Patient is continuing pd therapy using manuals with no issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.